Manufacturer narrative:
The system remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The device manufacture date for this product is october 5, 2015.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode felt pain when standing a few days post-implant. The procedure had been done using two incisions; it was noted the patient was short but heavy. An x-ray showed the distal part of the electrode was moving back when the patient was in the standing position; the electrode appeared normal when the patient was lying on their back. An intervention was performed. An incision was made for the distal end and the electrode was sutured into place. Defibrillation threshold (dft) test was performed, but a 65j and 80j shock failed to convert the patient and an external shock was required. The impedance measurement from the device shocks was 106 ohms. The x-ray showed the device was too anterior. Another induction was done with the device being pushed back by hand, and the induced vf was converted with an 80j shock. The pocket was reopened and the device was moved deeper. Another dft was performed. A 65j shock in normal polarity did not convert, but an 80j shock in reversed polarity was successful, with a shock impedance measurement of 103 ohms. The procedure was stopped and the device was programmed for 80j shocks in reversed polarity. No adverse patient effects were reported.